Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 486 mg/dl with vomiting and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history did not match the programmed basal rates. This complaint is being reported because the reported health event was attributed to an alleged inaccurate delivery issue.